Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported there was a loss of aspiration. An angiojet® ultra pe catheter was selected for a thrombectomy procedure in the pulmonary artery. During the procedure, while in thrombectomy mode, after 5 seconds of aspiration the system gave a check saline error and aspiration was stopped. The system was checked and the procedure continued. After 2-3 seconds, the system gave the same error and finally gave a "change the catheter error". The procedure was completed successfully with another of the same device. There were no patient complications reported and the patient's status was stable.